Event description:
A physician stated that the product was used to cover a venous stasis ulcer for seven days. When the wound was undressed it was found to have an area of skin, directly under the adhesive area of the product, that "had sloughed off".